Event description:
A (B)(6) male pt contacted zoll customer support to report constant check belt alarms. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. The reported problem (check belt alarms) has been confirmed. As received, the belt failed incoming testing. Upon eval, the heat shrink was detaching from the pulse wires. The cause of the check belt alarm is interference among the pulse wires. The cause of the interference is the detached heat shrink. The root cause of the detached heat shrink cannot be positively identified. No adverse event resulted from the detached heat shrink on the pulse wires. The pt received a replacement electrode belt.